Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose a time of incident was 456 mg/dl. Customer stated that there is a tiny crack where the reservoir fits it. The customer stated that the crack is in reservoir compartment and screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 456 mg/dl. The customer was treated for high blood glucose with shot.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected failed battery test alarm or low battery alarm noted. No black block or bleeding screen noted. No blank display noted. The insulin pump was received with cracked display window, cracked case at the display window corners and cracked reservoir tube lip.